Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy procedure, a small piece of the ambient wand ablation sheath, came off inside the patient's hip capsule. The broken piece was removed from the patient using suction. The procedure was successfully completed with a non-significant surgical delay using the same device. No further complications were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided images shows a piece of the wand insulation detached. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include the device coming into contact with a hard (metallic) object, improper insertion or removal from an apparatus or excessive force applied to the tip. No containment or corrective actions are recommended at this time.